Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the day of the call the patient passed out while working a week after the sensor was put on the abdomen. Her workmate called 911. The patient calibrated and she tested 37 mg/dl while cgm showed 78 mg/dl. Her doctor gave her some intravenous dextrose solution. She woke up at 10:00am and she felt good with no symptoms. Then she tested 171 mg/dl on bg while dexcom mobile device showed 275 mg/dl. She stayed for 2 hrs in the hospital. She was good during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient calibrated, the reported glucose values fall within the c zone of the parkes error grid. After her doctor gave her some intravenous dextrose, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.